Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) implant procedure and had completely healed. The patient stated being extremely disappointed as the patient and wife were not able to engage in intercourse and resigned that "it will no longer be possible". The patient further indicated that knowing the outcome of the procedure prior to undergoing it, he wouldn't have gone through it. As the patient stated being three inches shorter than prior to developing erectile dysfunction and penetration was not possible. Product performance analyst (ppa) was unable to request further information, as customer contact for the account is unknown.